Manufacturer narrative:
Results: one used sample without packaging was returned for evaluation. A microscopic inspection revealed that the catheter was broken approximately 5mm away from its tip. The broken section was rough and showed signs of bending and pulling. A simulated use test was performed by piercing a retention sample catheter at approximately 5mm from its tip and bending and pulling it. The broken section on the retention sample appeared to be similar to that of the returned sample. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6230383. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the most likely cause for this defect is user error.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as a nurse was removing a bd intima-ii¿ closed IV catheter system 24 g x 0.75 in. From a patient after no blood return was seen with an unsuccessful IV start, approximately 0.2cm of the catheter broke off and remained in the patient. The patient received an x-ray and the broken catheter was found in the patient's body. Surgery was not provided as it was determined that the patient was too old and weak for this intervention.